Event description:
Intl (B)(6) complaint received concerning leakage issue with use of dialysis set-up where d1000 tego connector was in place. The initial (as translated) information received reports "...cap was used with a catheter with clamp. Blood leak at the level of the check valve, when connecting the patient after having checked the permeability of the catheter. The patient lost 10 ml of blood in a few seconds... Quick clamping of the catheter and removal of the cap." It is the mfgers. Understanding that there were no adverse pt. Consequences or outcomes.

Manufacturer narrative:
Device return: one (1) used d1000 tego connector was returned for analysis and investigation. Visual inspection (pre and post decontamination) was performed. The results recorded no obvious abnormalities. Although requested the involved access and mating devices were not returned for analysis. Engineering testing and analysis was conducted. The returned tego connector was leak tested per the applicable product specifications. The results recorded no leakages/performance issues. Additional pressure leak testing was performed. The results recorded no leakages and/or functional issues were replicated. Mfg. Lot record review: a review of the mfg. Lot database for the reported lot number 2472480 (mfg. Date 04/2012) shows 14000 units were mfgd., tested, inspected, and released. There were no exception documents generated during the mfg. Lot build. Findings: engineering analysis of the one returned tego connector recorded no leakages, performance issues and/or out of spec conditions. Cause of the reported event is unknown. This report and the associated information have been provided to the distributor and reporting facility for their review and records.